Manufacturer narrative:
Analysis was able to confirm the epg would not power on. The epg had excessive amounts of internal contamination. The main printed circuit board (pcb) was corroded. All the following parts were contaminated: upper case, keypad, lower case, main seal, lcd, display frame, one display grommet, insulator label, two display frame screws, all four encoder nuts and two main pcb screws. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. It was noted that the batteries were replaced but there was still no power. The epg was returned for service. There was no patient involvement. The epg tested out of specification during manufacturer's analysis.